Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine pulse generator changeout. The right ventricular began exhibiting noise, so the physician decided to cap and replace the lead. The patient was discharged post- procedure and was stable.

Manufacturer narrative:
Correction: should have selected adverse event rather than blank required intervention to prevent permanent impairment/damage should have been selected rather than blank should have stated ¿ the ventricular lead exhibited noise; the lead was capped and replaced. Rather than - the patient presented to the hospital for a routine pulse generator change out. The right ventricular began exhibiting noise, so the physician decided to cap and replace the lead. Should have been serious injury rather than malfunction.

Event description:
The ventricular lead exhibited noise; the lead was capped and replaced.